Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated no pacing capture in the rv (right ventricle). On (B)(6) 2015 the egm showed patterns of bi-ventricular paces without apparent capture followed by fibrillation sense. The rv threshold data was not collected after (B)(6) 2015. The rv pacing impedance data was in range and then was not collected after (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2011; dtba1d1 crt-d, implanted: (B)(6) 2015. This device was included in that field action. Based on the information provided and without the return of the product, it could not determine this device performed as described in the field action. The initial reported event was received on 2016-02-03. Of note, the reportable malfunction and serious injury (reprogramming) is normally submitted via a bimonthly medwatch report submission that should have been submitted on 2016-04-10. Information was subsequently received on 2016-03-15 and revealed the patient had died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired. Approximately eight days before passing away, the patient had presented to the emergency department with bradycardia and a heart rate of forty. It was found that the thresholds of the right ventricular (rv) lead and left ventricular (lv) lead had risen above the programmed outputs resulting in loss of capture. The device capture management had not run to adjust the outputs due a higher priority feature that was preventing threshold measurements from being taken. Review of the clinical data found the higher priority was an inappropriate sensing of the depolarization of the rv from the lv pace. Programming changes were made to resolve the issue and the device system remained in use. It was later found that the patient had passed away eight days after their visit to the emergency department. Attempts to obtain additional information were unsuccessful and the cause of death is not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.